Event description:
Customer reported falling with bike, resulting in half of pump screen turning black, although not broken. Report indicated no adverse impact to customer's blood glucose level. Customer's ability to interact with pump was affected, leading to decision by technical support to replace pump, while customer continued using current pump for insulin delivery.